Manufacturer narrative:
Device evaluated by the MFR.: the complaint device was received for analysis. The visual inspection was performed, the coating peeled along the body. Dimensional inspection was performed and all the outer diameter taken were compared and all of them are in according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified vascular procedure, a guidewire coating issue occurred. Vascular access was obtained via right femoral artery. As the 035/260cm amplatz super stiff guidewire was entering an unspecified catheter but still outside of the patient, the blue coating of the distal part of the guide wire was "flaking off." The device was exchanged and the procedure was compleed with another of the same device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that during an unspecified vascular procedure, a guidewire coating issue occurred. Vascular access was obtained via right femoral artery. As the 035/260 cm amplatz super stiff guidewire was entering an unspecified catheter but still outside of the patient, the blue coating of the distal part of the guide wire was "flaking off". The device was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).